Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was not hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a2, b2, b5, b6, b7, d10, e1, and e3. Upon follow up, it was reported that peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was hospitalized and treated with unknown antibiotics. It was reported that sixteen days, after the event onset the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.